Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that upon interrogation, a warning appeared for contacts 0, 5, 10 to not use. Impedance test revealed out of range values to contacts 0, 5, 10 (>40k). There were no known circumstances that led to the issue. The contacts were programmed around. The issue was resolved.